Manufacturer narrative:
(B) (4).

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: failure to advance. It was reported that during an interventional procedure in the proximal right coronary artery (rca), a dissection occurred when the xience v stent delivery system was trying to cross the tight lesion. Another stent was used to treat the dissection. No add'l info was provided.